Event description:
Related manufacturer reference number:2017865-2022-19646, related manufacturer reference number:2017865-2022-19647. It was reported that the patient presented with a systemic infection. The entire system was explanted. The patient was in stable condition.